Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr), and the reported unspecified tissue injury, were due to the clip migration. The reported migration (partial clip movement) could not be determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement, tissue damage, and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and a restricted posterior leaflet. Two clips were successfully deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2023, transesophageal echocardiography (tee) was performed and showed the lateral of the two clips had ruptured the anterior leaflet, causing mr to increase to a grade of 3. It was noted the clip was still attached to both leaflets but was now only attached to a small portion of the anterior leaflet. No additional information was provided.